Event description:
It was reported that the bottom trigger of the system 7 dual trigger rotary sticks. This was noticed during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, rough trigger operation was discovered due to corrosion in the trigger assembly. Corrosion in the trigger assembly was due to due to non-recommended cleaning practices and was the likely cause of the reported event.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. (B)(4): failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the bottom trigger of the system 7 dual trigger rotary sticks. This was noticed during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.